Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing. The technical support specialist started the service of net.tcp listener adapter and restarted external messaging services to resolve this issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user/form mgmt lic 41-60mains. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the patient orders were not crossing. The customer stated that this malfunction occurred while the user was trying to issue medication to patient and caused a delay in patient care. There were no adverse events or injuries reported based on this incident.